Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending pd treatment. The patient¿s contact reported fluid that leaked on the floor but it was unknown as to where the fluid came from. It is unknown at which point in therapy the leak may have begun. Upon follow up, the patient¿s pd nurse confirmed that the patient experienced fluid leaks but unknown how many or cause of leak. The reported cycler noise is a known issue but the patient is able to complete treatments. The nurse stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. It was stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The nurse confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. Confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. The lot number of the cassette was unknown. The cycler is not going to be returned for investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending pd treatment. The patient¿s contact reported fluid that leaked on the floor but it was unknown as to where the fluid came from. It is unknown at which point in therapy the leak may have begun. Upon follow up, the patient¿s pd nurse confirmed that the patient experienced fluid leaks but unknown how many or cause of leak. The reported cycler noise is a known issue but the patient is able to complete treatments. The nurse stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. It was stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The nurse confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. Confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. The lot number of the cassette was unknown. The cycler is not going to be returned for investigation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending pd treatment. The patient¿s contact reported fluid that leaked on the floor but it was unknown as to where the fluid came from. It is unknown at which point in therapy the leak may have begun. Upon follow up, the patient¿s pd nurse confirmed that the patient experienced fluid leaks but unknown how many or cause of leak. The reported cycler noise is a known issue but the patient is able to complete treatments. The nurse stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. It was stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The nurse confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. Confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. The lot number of the cassette was unknown. The cycler is not going to be returned for investigation.

Manufacturer narrative:
Correction: g.2.